Event description:
A healthcare professional (hcp) reported the patient is a (B)(6) speaking and on the form an interpreter was requested, but no interpreter was present at the MRI appointment. The hcp reported it was unknown if these statements that were made by the patient were accurate due to language barrier. The hcp noted the patient was scheduled for an MRI of the head. The hcp reported during per-scan, a bout 25 seconds, patient reported a heating and tingling at the implant site and down her left leg. The hcp stated the patient was scheduled for a MRI of the head, but no MRI images were obtained. It was unknown if the patient had turned their stimulation off. The hcp reported according to the notes, standard head coil was used, the hcp reported their standard heat coil due involves 1.5 t t/r coils. The hcp noted they used a 1.5 t magnet; transmit/receive head coil and horizontal closed bored system. The hcp reported the patient had heating and burning at the ins site and down their leg. The hcp stated it was unknown if the device was off for the scan. The hcp reported they were going to try to talk to the patient. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.